Event description:
(B)(4). It was reported that subsequent to a stenting treatment procedure, the patient experienced a myocardial infarction. The patient presented with class 2 stable angina in (B)(6) 2011 and underwent a cardiac catheterization procedure which revealed 1 target lesion. The 75% stenosed lesion was located in the proximal left anterior descending artery with a reference vessel diameter of 4.00mm and a lesion length of 10mm. The lesion was not predilated. A 4.00x12mm promus element stent was deployed, resulting in 0% residual stenosis. The following day, the patient experienced a troponin level elevation and a myocardial infarction was diagnosed. No action was taken to treat this event and no ischemic symptoms were present. The patient was discharged that same day on aspirin and clopidogrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probably root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).